Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was compromised force sensor system. The customer's blood glucose was unknown. The customer's reported that the insulin pump was not dropped and drive support cap was not sticking out. The customer was advised to stop using the pump and revert to back up plan. The product will not be returned for analysis.